Manufacturer narrative:
(B)(4) add'l surgical procedure was required to retrieve the detached distal portion of the sheath. The involved guiding sheath was not retained by the user facility and neither the product code or lot number is known. Therefore, the investigation was limited to an assessment of info provided by the user facility. Results - are based upon eval of user facility info only. Conclusions - are based upon eval of user facility info only. The event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance, presumably related to the reported scarring and calcification in the pt's groin. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal. F/u communication with the physician confirmed that: there was "thick scarring" at the entry point (from a previous procedure) and excessive calcification; when the user attempted to withdraw the sheath, it became "stuck" and "elongated;" the sheath then separated at the entry point; and surgical intervention to remove the scar tissue was necessary in order to successfully retrieve the detached material. The physician also confirmed that add'l info regarding the event or the pt's current condition is not available.